Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead dislodgement was noted in (B)(6) 2019 during follow-up in clinic. Device interrogation noted loss of sensing and loss of capture on right atrial lead. Lead was repositioned successfully on (B)(6) 2019. Patient was stable.